Event description:
The patient presented with a high-voltage lead impedance of 10-15 ohms. During induction testing, the patient did not convert. The patient converted on their own before 2nd therapy delivery. The system is scheduled for explant.